Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16469.

Manufacturer narrative:
H10 the ¿average air slpm¿ was reading -1.6 which is beyond the limit specified as -1 to +1. Replacement of the flow sensor assembly corrected the reported issue. The device passed required performance verification tests per philips standard and was returned to service. H11 updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 indicating that the device is down: unable to get unit into standby mode and will not stay in standby mode. The device was outside of use at time of the reported event. There was no patient or user harm reported. A remote service engineer advised the caller to perform the performance verification test to determine if anything is wrong with the unit. Advised caller that unit may have a faulty flow sensor assembly. The caller was provided the part ID for flow sensor assembly. The investigation is ongoing.